Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post coronary angioplasty. The carrier tube and sheath hub separated, when attempting to lock device in rear position. The physician stated that the pt had hemostasis and there was no evidence of bleeding. The pt was given aspirin, plavix, and angio-max, and 6 hours of bed rest. The pt returned 2 days later with back pain. A CT scan revealed a small amount of retroperitoneal bleeding. The pt was admitted overnight and it was determined that the retroperitoneal bleeding was self limiting. No blood products were given and the pt was discharged.